Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. Device discarded.

Event description:
It is reported that the product "snapped in half whilst it was being inserted with the screwdriver." Update: "the surgery was completed successfully as we used more than one kit and a selection of plates and screws not just the cannulated ones. There was a minimal delay." Additionally, it was reported; the procedure was extended however the length of the extension is unknown.

Manufacturer narrative:
The reported event could be confirmed, since the damaged screw is visible on the received picture. The picture was reviewed, the broken cannulated screw is visible on the picture, the complete threaded part at the forefront is not present anymore, the fragment is not visible on the picture. No further evaluation is possible due to the low quality of the picture and as the affected device was not returned for inspection. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It is reported that the product "snapped in half whilst it was being inserted with the screwdriver" update - "the surgery was completed successfully as we used more than one kit and a selection of plates and screws not just the cannulated ones. There was a minimal delay." Additionally, it was reported; the procedure was extended however the length of the extension is unknown.